Manufacturer narrative:
The device will not be returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the jts (non-invasive) extendible distal femoral replacement implant that was implanted collapsed. The revision case will be c23-733.